Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: visited and found that ventilator showing self test failed. No health consequences or impact. Patient involvement unknown.